Event description:
The lead was explanted. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s). No complications.

Manufacturer narrative:
This entire form filled out by MFR. Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 45mm proximal of weld site. The proximal section of j stiffener wire measures approx 42mm and has migrated down lead body approx 68mm proximal of weld site. Recorded measurements add up to approx 87mm. X-ray of lead distally confirms j stiffener wire fracture.